Manufacturer narrative:
Reported event: an event regarding altr and corrosion involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "the patient underwent bilateral tha with lfit heads and accolade tmzf stem. The patient was surveyed as a part of a recall process. The asymptomatic patient developed increased metal levels and underwent revision tha bilaterally approximately 11 years after the primary procedures. Preoperative and postoperative records, radiographs, and laboratory reports were not provided for review. Event confirmation: bilateral primary tha with lfit heads and tmzf stems can be confirmed. Bilateral revision procedures can be confirmed. Signs of alval and corrosion products at the trunnion were noted at revision. A second left hip procedure cannot be confirmed. Increased metal levels were cited in an operative note but there was no laboratory report confirmation. No pathology reports were provided to document alval. Patient injury and device recall were not confirmed. Root cause: the root cause of the revision surgeries were reported device recall and increased metal levels. Device recall was not confirmed so a root cause cannot be ascertained. Metal levels were cited but not confirmed with laboratory reports, the presumed root cause would be trunnionosis. Patient injury was not confirmed so a root cause cannot be ascertained. A second left hip procedure was not confirmed thus no root cause can be ascertained." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels, altr, and corrosion. A review with a clinical consultant indicated "the patient underwent bilateral tha with lfit heads and accolade tmzf stem. The patient was surveyed as a part of a recall process. The asymptomatic patient developed increased metal levels and underwent revision tha bilaterally approximately 11 years after the primary procedures. Preoperative and postoperative records, radiographs, and laboratory reports were not provided for review. Event confirmation: bilateral primary tha with lfit heads and tmzf stems can be confirmed. Bilateral revision procedures can be confirmed. Signs of alval and corrosion products at the trunnion were noted at revision. A second left hip procedure cannot be confirmed. Increased metal levels were cited in an operative note but there was no laboratory report confirmation. No pathology reports were provided to document alval. Patient injury and device recall were not confirmed. Root cause: the root cause of the revision surgeries were reported device recall and increased metal levels. Device recall was not confirmed so a root cause cannot be ascertained. Metal levels were cited but not confirmed with laboratory reports, the presumed root cause would be trunnionosis. Patient injury was not confirmed so a root cause cannot be ascertained. A second left hip procedure was not confirmed thus no root cause can be ascertained." The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.